Event description:
It was reported that subsequent to the implantation of a protegen sling by dr. In 1997, the pt "developed injuries and complications such as severe vaginal erosion and related neurological deficits which necessitated revision surgery in 1998, and removal of the device in 1998." There is no further information on this case and the device was not returned for eval.